Manufacturer narrative:
The normal procedure for controlling product requiring sterilization was not followed in this instance, and it allowed a special order of sterile labeled product to bypass the sterilization process and be released to the customer. A total of 3 drapes were involved. Internal control procedures are being revised to preclude an error of this type in the future.

Event description:
The pt underwent an elective laparoscopic splenectomy. During the surgery, a kimberly-clark surgical drape was used. The drape's packaging indicated the product was sterile. The following day a kimberly-clark rep contacted reporter and informed the facility that the drape had not been sterilized. A kimberly-clark rep met with the infection control dept as a follow-up to our initial notification of the issue. A total of three (3) drapes were involved and two had been used. Both drs expressed concern, but elected not to treat the pt's prophylactically. Both are monitoring closely, but so far, the pts appear to be okay. The subject incident is documented in kimberly-clark product incident report.